Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump indicated a low blood glucose reading and the patient¿s blood glucose measured 46 mg/dl, after which the patient self-treated with oral glucose and requested increasing the pump¿s glucose target range. Symptoms included hypoglycemia without loss of consciousness, seizure, or need for third-party assistance. Outcomes included recovery with oral fast-acting carbohydrates and no medical intervention or hospitalization. Investigation included case intake, user counseling on close monitoring and availability of fast-acting carbohydrates, and outreach to coordinate with the healthcare provider regarding target adjustments. Investigation of this case revealed that the cause of the hypoglycemic event was unclear based on available information. It was concluded that the event involved hypoglycemia with cause undetermined and that education and follow-up with the healthcare provider were appropriate.